Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had experienced low blood glucose and had received multiple power loss alarm. The customer¿s blood glucose level was 59 mg/dl. The customer states that her pump just shut-off on her and she states it shuts off insulin delivery since pump shuts off as well and she is running high. Troubleshooting was performed and was advised to monitor the pump and confirm insert battery alarm is displayed before inserting a new battery. The customer declined to troubleshoot for low blood glucose. The insulin pump will be returned for analysis.